Event description:
(B)(4). I've had recurring migraines, I cannot lift anything heavy or I will start bleeding very heavily. I cannot have sex or I will bleed, I pass blood clots quite frequently and I also get super shaky in my hands and I lose clumps of hair everyday and I will just randomly start bleeding at times.